Event description:
It was reported that during a computed tomography (CT) scan the patient would get wet from the extension set which contrast leaked. The exams had to be repeated. Although customer reported delay it did not contribute to patient harm or serious injury.

Manufacturer narrative:
Product grip updated from pri tubing to ext tubing.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that during a computed tomography (CT) scan the patient would get wet from the extension set which contrast leaked. The exams had to be repeated. Although customer reported delay it did not contribute to patient harm or serious injury.